Manufacturer narrative:
The manufacturer received information alleging the screen became dark "as if covered by a fog during an inspection" of the device. The customer stated that "the screen was not completely dark, and the letters were readable. There was no patient on the device at the time of this issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During an operational check of the device, the manufacturer's service technician confirmed the airflow was functioning, and the text was legible. The manufacturer's service technician recognized "black streak-like distortion was partially" visible in a vertical direction on the screen. The manufacturer's service technician reviewed the system error log which did not indicate a device failure. The manufacturer's service technician further evaluated the device and determined the issue was caused by the liquid crystal display (lcd). The manufacturer's service technician replaced the device's lcd to address the issue. After replacing the part on the device. The manufacturer's service technician performed repair test and run-in test, along with a battery and valve checks. The manufacturer's service technician determined the device was operational and cleaned it.

Event description:
The manufacturer received information alleging the screen became dark "as if covered by a fog during an inspection" of the device. The customer stated that "the screen was not completely dark, and the letters were readable. There was no patient on the device at the time of this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.